Event description:
Reference number (B)(4). Event occurred in china this MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced package issue. Package was not sealed, misshaped, and sterile package not intact. Package was wrinkled, deformed and refuse to use it. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6000929 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 19 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6000929 was manufactured according to the wi version 90 manufactured in the line/machine m10, on 24/mar/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/feb/2025 against malfunction primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld) and lot 6000929 and no another complaints have been registered in database for the same lot 6000929 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.